Event description:
It was reported by the patient that the patient assist activator for the implanted loop recorder was not working, that there were no lights, even with new batteries. The activator was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.